Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the complaint information there was the possibility that the reported phenomenon was attributed to the following occurrence mechanism. - foreign object such as water or dust temporarily adhered to the electrical contacts of the video connector receiver of the device, or there was a problem with something other than the device (endoscope, endoscope cable). Unstable electrical contacts on the video connector receiver can affect image transmission between the endoscope and the device, causing endoscopic image flicker.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During hysteroscopy, the endoscopic image was flickering. The user continued to use the device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.